Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. Fluoroscopy was not performed to confirm placement in the arteriotomy. It was reported that there was resistance during insertion. It was unknown if fluoroscopy was performed to identify the source of the resistance. As the device was advanced a "cracking sound was heard". The physician attempted to pull back the device when resistance was met. Upon attempts to remove the device it was noted that the device was "stuck". A cut down was performed in an attempt to retrieve the device. At that time the device broke above the foot at the distal end of the needle guide. The foot was noted to be missing from the device. The actuator wire was reported to be sticking out of the device about 1 cm. The physician removed half of the device and hemostats were used to removed the remainder of the device. Manual compression was instituted to achieve hemostasis. An x-ray was performed in an attempt to locate the foot, however, it could not be found. It is unknown if the foot remained in the patient or fell out during the device removal. The patient was reported to do "just fine". There were no further adverse patient sequelae.